Event description:
A promising new oral hiv test that uses fluid swabbed from the mouth to quickly and easily detect the virus that causes aids incorrectly diagnosed a quarter of the people who tested positive, (47 people) city health officials found.